Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/7/2019. Device evaluation summary: according to the information provided, reported a deflation of the implant and anisomastia was reported. During evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within crease noted on the anterior aspect measuring approximately 0.3 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses experienced right sided deflation and left sided capsular contracture (baker¿s grade unknown) post procedure. The deflation was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See for contralateral prosthesis report. Mentor became aware of the right sided deflation on (B)(6) 2019. On (B)(4) 2019 mentor became aware of the left sided capsular contracture.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. Additional information was received on (B)(6) 2019. In addition to the issues reported previously the patient had bilateral ptosis. The patient had bilateral implant removal, bilateral capsulectomies, and bilateral augmentation mastopexy with lateral reduction of breasts. The mentor failure analysis lab received the device for evaluation on 7/17/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).